Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy for an atrial arrythmia. Technical services (ts) reviewed the stored data and noted this ICD delivered six shocks for an atrial fibrillation (af) episode and referred the patient to the physician. No additional adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update field b5: describe event or problem, section b and field h6: device codes, section h.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy for an atrial arrythmia. Technical services (ts) reviewed the stored data and noted this ICD delivered six shocks for an atrial fibrillation (af) episode and referred the patient to the physician. No additional adverse patient effects were reported. This ICD remains in service. Additional information was received that this device potentially delivered inappropriate anti-tachycardia pacing (atp) therapy on a stored ventricular episode. Ts provided reprograming options. No adverse patient effects were reported. This ICD remains in service.